Event description:
It was reported that the during the attempted implant procedure, the left ventricular lead had high impedance. The lead positioning was changed; however, the lead impedance was still high. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed.